Event description:
Reporter alleged customer had discrepant blood glucose values of 53 mg/dl back to back with a result of 111 mg/dl when testing was performed 10 minutes apart on the advantage system. Reporter stated treating customer with juice and cookies since she is physically disabled and unable to obtain it herself, however, was able to eat and drink on her own. No other actions or treatment reported. A request was made for the return of the subject device and replacement product was sent.